Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed access site bleed during impella support. As a result, large amounts of blood products were administered, amount unknown. Additionally, compression hemostasis was performed, and the device was removed. No further information was provided.